Event description:
The user facility reported observing a small fluid leak from the bottom of the oxygenator and slightly low gas transfer values at the beginning of a bypass procedure. The user suctioned 15 to 20-cc of blood from the unit and gas transfer performance values returned to normal. It was determined that no other action was necessary and the procedure was completed successfully without further difficulties. The user facility confirmed that there were no pt complications.